Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving unknown baclofen, concentration and dose unknown, via an implantable pump. The lot number and concomitant medications were not obtainable. It was reported that on (B)(6) 2016, post operatively, near the pump pocket for a pocket revision, electrocautery was used and the pump sounded/alarmed. With interrogation, the pump logs confirmed a reset occurred, reset message noted. It was also reported that a pump showed a message of reset occurred which was also recorded in the logs but only after 4 days patient heard the pump sound. No alarm activated message was shown. After pump programming, the pump was ok. The pump update was reported as "ok". The cause or what led to the event was electromagnetic interferences (emi) due to electrocautery use near the pump pocket. However, the physician inquired why the pump did not sound immediately after the emi interference. The issue was reported as resolved at the time of the report. There was no report at this time of patient symptoms. The pump remained implanted and in-service. Additional information has been requested for missing information and clarification regarding the serial of the pump, type of baclofen, concentration, dose, indications for use, patient symptoms, alarm details, sequence of events, and pocket revision. If additional information is received, a follow-up report will be submitted.

Event description:
On 2016-03-24 further information was provided from the representative to clarify the event details and sequence of events. The baclofen concentration was 2000 mcg/ml at a dose of 367 mcg/day. The patient's medical history and type of baclofen were not available. The indication for use of the implanted system was spasticity. The patient underwent a pocket revision due to discomfort and during that procedure electrocautery was used. There was report that the pump alarmed but the physician noted the pump did not sound immediately during electrocautery use. The pump was interrogated immediately after the pocket revision on (B)(6) 2016. At that the time of interrogation, programming and updating the pump was ok; there was no activated alarm, reset, or message displayed. The pump alarm was first heard by anyone, including the patient, four days after the surgery. The patient did not experience any symptoms as a result of the reset.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-04 additional information was received from the representative who reported that the pump was re-interrogated on (B)(6) 2016. On (B)(6) 2016, the device was delivering 2000 mcg/ml of baclofen at a dose of 403.1 mcg/day. The reset (01-reset and 2c-reset watchdog) was registered in the logs on (B)(6) 2016 at 09:32 but no other logs after this date were available. Reportedly, only one reset had occurred. The reset was not a low battery reset and as reported the pump did not go into safe rate/safe state. However, the pump logs provided noted that also on (B)(6) 2016 at 09:32 the pump noted the (07) code indicating safe rate. The alarm was noted (pump sounding) after 4 days from the revision. The physician was not alleging a malfunction of the pump alarm itself. The troubleshooting /actions taken was the pump interrogation. The device was reported to be working normally and therefore no surgical intervention was planned or scheduled and at this time would not be returned.

Event description:
On (B)(6) 2016 the representative reported that the procedure on (B)(6) 2016 for the pocket revision had started about 9 which was noted to have included the time of 09:32 of when the reset occurred. No telemetry strips or events logs were available.